Event description:
It was reported that a user discontinued the ilet system after approximately two weeks due to repeated nocturnal low blood glucose events and dissatisfaction with infusion set adhesion, tubing, and overall infusion set quality, and requested to return to a prior insulin pump. Symptoms included hypoglycemia treated with oral glucose sources such as juice and glucose tablets. Outcomes included user cessation of ilet use and product return logistics without reported injury requiring medical intervention or hospitalization. Investigation included case review by clinical and customer care teams, confirmation of pharmacy channel purchase impacting return-for-credit eligibility, and coordination of return logistics. Investigation of this case revealed no device alarms or malfunction reports, user refusal of troubleshooting, and complaints consistent with perceived infusion set performance and user preference; root cause for hypoglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.